Manufacturer narrative:
(B)(46). Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed; no issues were noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and the transfer set. The patient stated that after they connected the two devices, there was a gap at the connection site. There was no patient injury or medical intervention associated with this event. No additional information is available.